Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, a minimum fill notification occurred. The customers blood glucose level was 220 mg/dl. The customer reloaded the cartridge to resolve the cartridge change error and customer declined further assistance regarding minimum fill issue. No additional patient or event information was available.